Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter was confirmed to be kinked. The hcp was unable to aspirate when they conducted the catheter dye study and the hcp thought they saw a kink in the catheter. The hcp planned to program a single bolus dose of 100 mcg to confirm a patient response. The pump contained lioresal 2000 mcg/ml. A follow-up report will be sent if additional information becomes available.